Manufacturer narrative:
Intuvie received the pump, and during device testing, the infusion pump failed the ground resistance test, measuring 0.484 ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed, and the probable cause was determined to be a component failure. The power filter will be replaced as the corrective action. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint # (B)(4).

Event description:
Intuvie received the pump, and during device testing, the infusion pump failed the ground resistance test, measuring 0.484 ohm, which is outside the acceptable specification of less than 0.1 ohm. No patient involvement was reported.